Event description:
It was reported that during initial implant procedure, no capture was noted when the lead was implanted at different locations. Lead was not used and was replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.